Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) system was overheating. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluated and was unable to duplicate the reported issue. The fse reported that the unit was not plugged in so the batteries were discharged. He then ran the compressor out for 35 minutes with normal temperature operation. The fse completed a full system calibration / test per the service manual and left the machine running in biomed for 2 days without any issues. The batteries fully charged and there were no temp warnings. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) system over temp was alarming, it continued to pump as normal. There was no harm or injury to patient and no adverse event reported.